Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra meter reverted to setup mode. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient said the issue started on (B) (6) at 8:30 am. She says she self-adjusts her insulin and took 50 units of lantus and 10-11 units of humalog insulin sometime that day. At 4:30 pm the patient reportedly felt shaky, sweaty, and had headaches. The patient denied treatment for the symptoms. According to the troubleshooting performed with customer service, there was no misuse of the product. The issue occurred after removing/replacing the battery. After walking through the issue, the issue was resolved. Although details of the patient's management of diabetes are unknown, this complaint is being reported because the patient alleged that the meter reverted to setup mode and subsequently suffered symptoms indicative of hypoglycemia.